Event description:
It was reported that minibore bi-fuse pressure 2 IV connector component separated.the following information was provided by the initial reporter: follows quality deviation for the material double extensor w / maxzero bd connector ref. One end came off when the doctor punctured the patient in the cc.

Manufacturer narrative:
H.6. Investigation: a mz5307 sample was not available for investigation of this feedback; however the customer indicates that a separation occurred. No further information was available to assist the investigation in this instance. A review of the production records for lot 20075279 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that minibore bi-fuse pressure 2 IV connector component separated. The following information was provided by the initial reporter: follows quality deviation for the material double extensor w / maxzero bd connector ref. One end came off when the doctor punctured the patient in the cc.